Event description:
Per sales rep: surgeon was screwing the bone screw into the flap and the head sheared off. Shaft was left in the bone.

Manufacturer narrative:
Investigation in process, but not yet complete.